Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to component wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was not working at all. The reporter stated that multiple battery devices were tried with the same result. During in-house engineering evaluation, it was observed that the device did not run and was not functional. It was further determined that the triggers were sticking. It was further observed that the electronic control unit was damaged and the device had a low voltage output below 14.4v. It was observed that the trigger components were worn. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.